Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between supply line of a homechoice automated pd set with cassette and a supply bag. It was further described as, ¿supply bag¿s connection did not fit completely¿. This occurred during priming of the device for peritoneal dialysis therapy. Renal therapy services (rts) assisted the patient in ending the therapy session and advised to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.